Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, and the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 7 cfu. Bacterial identification: staphylococcus capitis, and staphylococcus hominis. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 45 cfu. Bacterial identification: corynebacterium species, and filamentous fungi. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 36 cfu. Bacterial identification: staphylococcus epidermidis, and filamentous fungi. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 88 cfu. Bacterial identification: unspecified bacteria species. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 1 cfu. Bacterial identification: corynebacterium species. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 1 cfu. Bacterial identification: unspecified. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. Olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor filed performance for this device.